Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Information added to the field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. According to the facts found out from the investigation, investigation was carried out while providing advice to the customer. It was reported that the device would be returned because a cause was not identified. However, it was later reported that the problem was not in cv-190, but it was in the clv-190 which was returned to olympus. Since there was no further information, we could not identify a cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center had a scope communication error b30, getting a grainy image during preparation for use for a diagnostic colonoscopy procedure. The customer reported that there was no patient involvement or impact, and the patient was not in the room. When asked if the case was canceled or what was used for the case, he said, "a portable cart was brought in to use in its place.¿ there was no report of patient harm or user injury associated with this event.